Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 overheated and the tip (heater wire) melted in the last minutes of the harvesting of vein in the leg. Handpiece that lasted through almost all of the case. No additional incisions were required. A replacement device was used to complete the procedure. There was no harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 the lot # 25163441 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 07/07/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No melted jaws were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed, but was not confirmed for the reported failures "electrical issue" and "melted".

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, g3, g4, g7, h2, h10.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 overheated and the silicone boot melted off the tip in the last minutes of the harvesting of vein in the leg. Handpiece that lasted through almost all of the case. No additional incisions were required. A replacement device was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID#: (B)(4).